Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri (B)(6) 2011, rvdr01 implantable pulse generator (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed a systemic infection with multiple courses of antibiotic treatment. The implantable pulse generator (ipg) and two leads were removed. During the removal of the right ventricular lead by gentle traction a straight line ¿slit¿ type break was noted in the distal portion of the lead body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a cosmetic depression while in vivo. The analyst commented that the electrical resistance and cross continuity test results were within specification. Visual analysis found outer insulation breached depression in-vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.